Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial/batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedance secondary to lead fracture.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedance secondary to lead fracture. It was also stated that lead fracture which was confirmed through impedance check and the patient underwent a lead replacement procedure. Additional information was received that the explanted leads were discarded by the medical facility and will not be returned.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedance secondary to lead fracture. Additional information was received that lead fracture which was confirmed through impedance check and the patient underwent a lead replacement procedure.